Event description:
It was reported that the patient had complained of chest pain ever since implant of the right ventricular (rv) lead. A CT scan revealed that the rv lead had perforated the heart. The lead was explanted and replaced. It was further reported that the replacement rv lead was too large for the patient's anatomy. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted: (B)(6) 2007. (B)(4).